Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 10/23/2018 that on (B)(6) 2018 the receiver ceased to function. The receiver was returned for evaluation. An external visual inspection was performed and passed. A receiver charge and boot was performed and failed due to receiver perpetually rebooting. A receiver download was not performed due to receiver perpetually rebooting. The receiver case was opened, and an internal visual inspection was performed and passed. Confirmation of the complaint was undetermined. The probable cause could not be determined.